Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the pulmonary artery in a robotic assisted lobectomy, the device fired twice before the incident without issue. For the third reload, it was bale to fire completely and then was not able to retract the knife blade. Then the staple reload became disconnected from the adapter on its own. The nurse staff said they did not attempt to unload the staple reload but the reload just came off. The staple reload was stuck in the patient and the surgeon had to convert to open to cut out the staple reload. It leads to tissue loss and extended incision more than 1 inch that takes more than 30 minutes of surgical time.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the distal end. Engineering reviewed the features on the device that are responsible for engaging the reload with the adapter and found no issues. All adapter lugs were present and undamaged, the lugs engaged with the adapter when the reload was properly attached. All internal components were all present and undamaged. The lock ring was present and undamaged and engaged with the internal components of the adapter as expected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.